Event description:
It was reported that the left ventricular (lv) lead had dislodged out of the coronary sinus and was unable to capture at maximum output. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage. The analyst commented that electrical resistance and cross continuity test results were within specifications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947 implantable tachy lead 2009 (B)(6); 5076 implantable pacing lead 2009 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.